Event description:
A representative reported the distal portion of the catheter fractured during a surgical procedure that was unrelated to the patient¿s drug infusion system. The medication infused was not specified. On (B)(6) 2014 information was received from a representative indicating that the catheter had been sliced during the initial incision. Another representative was contacted and brought the item needed to repair the cut catheter. On (B)(6) 2014 information was received from a representative indicating that the medication infused was dilaudid. No patient symptoms were reported postoperatively. The doctor who severed the catheter replaced the spinal segment only and connected it to the existing catheter. The patient remained in the intensive care unit (ICU) overnight due to the fusion surgery. The managing physician of the pump, who was alerted after the incident, determined that effective therapy resumed.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).